Event description:
It was reported to philips that suresigns vm6 patient monitor locked presenting system error 1036; it was only possible to turn off equipment by removing the battery. The device was not in use at the time the issue was discovered.